Event description:
It is reported that a revision surgery occurred due to pain, durom cup instable, possible hypersensitivity reaction. Cyst, osteolysis.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete 3500a. This report will be amended when out investigation is complete.